Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: pt implanted with two plates in the mandible, date unk, returned to surgeon for f/u visit. An x-ray on (B)(6) 2012 showed the two plates were broken. Surgeon is leaving the plates in the mandible and not removing hardware at this time, as per pt request. This is one of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.